Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation:uterus'), embedded device ('migration of essure: myometrium'), device expulsion ('migration of essure: myometrium'), salpingitis ('acute and chronic salpingitis') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B81388-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: macrobid and prenatal vitamins. Concurrent conditions included kidney stone, nausea, flank pain, hematuria, insomnia, dysuria, vomiting, menometrorrhagia, muscle pain, irregular periods, bloating, weight gain and dizzy. Concomitant products included brexpiprazole (rexulti) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (sprintec), gabapentin from (B)(6) 2016 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, ondansetron (zofran melt) from (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2015, phentermine from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2018 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric condition: depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychiatric condition: depression, anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, salpingitis, depression, female sexual dysfunction, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, weight increased, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-2 coils visualized on left,2 coils visualized on right. On (B)(6) 2018- the essure devices both show migration into the myometrium. The right fallopian tube essure device has migrated into the myometrium (1. 2 x 0.2 cm). The essure device has not ruptured through the serosa. The left essure device has also penetrated the myometrium (1.0 cm). The essure device has not punctured through the serosa. Patient received treatment for pain, bleeding, migration/perforation, urinary tract infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ bilateral occlusion. Concerning the injury reported in this case, the following ones were confirmed in patient medical record conforming-urinary tract infection (uti), depression,abdominal pain, dysmenorrhea, pelvic pain and following one was described in patient's medical records- salpingitis lot number reported b81388 is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. Event outcome of uti, vaginal hemorrhage updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation:uterus'), embedded device ('migration of essure: myometrium'), device expulsion ('migration of essure: myometrium') and salpingitis ('acute and chronic salpingitis') in a 36-year-old female patient who had essure (batch no. B81388-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: macrobid and prenatal vitamins. Concurrent conditions included kidney stone, nausea, flank pain, hematuria, insomnia, dysuria, vomiting, menometrorrhagia, muscle pain, irregular periods, bloating, weight gain and dizzy. Concomitant products included brexpiprazole (rexulti) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (sprintec), gabapentin from (B)(6) 2016 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, ondansetron (zofran melt) from (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2015, phentermine from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2018 and sulfamethoxazole; trimethoprim (bactrim) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric condition: depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychiatric condition: depression, anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, salpingitis, depression, female sexual dysfunction, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, weight increased, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-2 coils visualized on left,2 coils visualized on right. On (B)(6) 2018- the essure devices both show migration into the myometrium. The right fallopian tube essure device has migrated into the myometrium (1. 2 x 0.2 cm). The essure device has not ruptured through the serosa. The left essure device has also penetrated the myometrium (1.0 cm). The essure device has not punctured through the serosa. Patient received treatment for pain, bleeding, migration/perforation, urinary tract infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ bilateral occlusion. Concerning the injury reported in this case, the following ones were confirmed in patient medical record conforming-urinary tract infection (uti), depression,abdominal pain, dysmenorrhea, pelvic pain and following one was described in patient's medical records- salpingitis lot number reported b81388 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus'), embedded device ('migration of essure: myometrium'), device expulsion ('migration of essure: myometrium'), salpingitis ('acute and chronic salpingitis') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B81388-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: macrobid and prenatal vitamins. Concurrent conditions included kidney stone, nausea, flank pain, hematuria, insomnia, dysuria, vomiting, menometrorrhagia, muscle pain, irregular periods, bloating, weight gain and dizzy. Concomitant products included brexpiprazole (rexulti) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (sprintec), gabapentin from (B)(6) 2016 to (B)(6)2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2014, ondansetron (zofran melt) from (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2015, phentermine from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2018 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric condition: depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychiatric condition: depression, anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, salpingitis, depression, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-2 coils visualized on left,2 coils visualized on right. On (B)(6) 2018 the essure devices both show migration into the myometrium. The right fallopian tube essure device has migrated into the myometrium (1. 2 x 0.2 cm). The essure device has not ruptured through the serosa. The left essure device has also penetrated the myometrium (1.0 cm). The essure device has not punctured through the serosa. Patient received treatment for pain, bleeding, migration/perforation, urinary tract infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ bilateral occlusion. Concerning the injury reported in this case, the following ones were confirmed in patient medical record conforming-urinary tract infection (uti), depression,abdominal pain, dysmenorrhea, pelvic pain and following one was described in patient's medical records- salpingitis. Lot number reported b81388 is invalid. Most recent follow-up information incorporated above includes: on 30-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus'), embedded device ('migration of essure: myometrium'), device expulsion ('migration of essure: myometrium'), salpingitis ('acute and chronic salpingitis') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B81388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: macrobid and prenatal vitamins. Concurrent conditions included kidney stone, nausea, flank pain, hematuria, insomnia, dysuria, vomiting, menometrorrhagia, muscle pain, irregular periods, bloating, weight gain and dizzy. Concomitant products included brexpiprazole (rexulti) from 30-sep-2016 to 13-feb-2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe)30-oct-2013 to november 2013, ethinylestradiol;norgestimate (sprintec), gabapentin from 22-jan-2016 to 16-oct-2018, ibuprofen from 14-nov-2015 to 16-oct-2018, medroxyprogesterone acetate (depo provera)5-dec-2013 to march 2014, ondansetron (zofran melt) from 18-apr-2018 to 16-oct-2018, oxycodone hydrochloride;paracetamol (percocet) from 15-jun-2013 to 14-nov-2015, phentermine from 27-nov-2017 to 27-aug-2018, sertraline from 22-jan-2016 to 27-aug-2018 and sulfamethoxazole;trimethoprim (bactrim) from 27-aug-2018 to 16-oct-2018. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric condition: depression, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychiatric condition: depression, anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, salpingitis, depression, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-2 coils visualized on left,2 coils visualized on right. On (B)(6) 2018 the essure devices both show migration into the myometrium. The right fallopian tube essure device has migrated into the myometrium (1. 2 x 0.2 cm). The essure device has not ruptured through the serosa. The left essure device has also penetrated the myometrium (1.0 cm). The essure device has not punctured through the serosa. Patient received treatment for pain, bleeding, migration/perforation, urinary tract infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ bilateral occlusion. Concerning the injury reported in this case, the following ones were confirmed in patient medical record conforming-urinary tract infection (uti), depression,abdominal pain, dysmenorrhea, pelvic pain and following one was described in patient's medical records- salpingitis. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received- new events vaginal bleeding, uti, depression, anxiety, dyspareunia, fatigue, embedded device, device expulsion and salpingitis were added. Concomitant drug and condition were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus/essure migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection and weight increased had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration/perforation, urinary tract infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, claiming perforation: uterus/essure migration, urinary tract infection, weight gain was added and event "pelvic pain" outcome updated to recovered / resolved no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.